Manufacturer narrative:
(B)(4): eval: results: (failure to deliver stent & stent deformation). Results/conclusion: (guide catheter). Eval summary: the device was received for eval. The strain relief was kinked immediately distal to the luer. The hypotube was slightly bent and kinked distal to the strain relief. The fourth proximal stent segment was raised and damaged. There was blood residue evident between the balloon folds.

Event description:
A 2.5mm diameter x 18mm length endeavor sprint rx coronary stent was used to treat a lesion in the right coronary artery. The lesion was 99% stenosed. The physician was unable to cross the lesion and on removal it was noted that the stent struts were damaged. The device was inspected prior to use with no issues noted. There was no pt injury. No other clinical sequelae were reported.